Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-jul-2025: no thermal damage nor arcing was observed during procedure. The patient did not experience any injury or adverse event during or after the procedure just that the instrument did not work well. No image of the instrument is available for review. Correction: refer to annex a - device prob desc 1 for added code.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The instrument was found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) instrument had no energy output. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.